Manufacturer narrative:
It was claimed that the ventilator failed pre-use check. The issue has been confirmed in problem description, device logs and service report. According to the information provided by the field service engineer (fse), it was found the air gas module was defective. No parts was returned for analysis. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).